Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 249 mg/dl. The customer delivered a correction bolus. At the time of the call, the customer's bg level was reported to be 200 mg/dl. A system check was performed with tandem technical support and no issues were noted with the pump or supplies. Follow up with the customer the following day indicated that the customer's bg level was fine.